Manufacturer narrative:
Testing and investigation found that the device did not alarm for 11/004 (less than 2.0 volts on lithium battery) service code alarm. Further testing found the lithium battery was depleted which was the probable cause of the customer reported 11/004 error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department from the 3rd floor with an unsigned note that stated," this is the error message 11/004/180". There were no reports of any adverse pt events and no reported delays of critical therapies while the device was available for clinical use. During testing at the user facility, the device displayed error message 18/000 (history pointer error while inserting a new record into history log) malfunction alarm code. However, the device did not alarm for the 11/004 error code. No add'l info was provided.